Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#triathlon asymmetric x3 patella ; cat#5551-g-320 ; lot#2t3r; device name#triathlon prim cem fxd bplt #5 ; cat#5520b500 ; lot#ly29n; device name#triathlon cr fem comp #5 r-cem ; cat#5510f502 ; lot#ls47c. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer

Event description:
Presented with painful knee on (B)(6) 2023. Previous investigation for infection on (B)(6) 2021 - negative + knee settled. Clinical trial: rct comparison of mechanical axis vs functional alignment in tka using mako tka.